Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was over 400 mg/dl at the time of the incident. The customer reported that they do not feel okay for troubleshooting. The customer wanted to adjust carbohydrates ratio to 10.5. The customer declined troubleshooting because they forgot to count the carbohydrates. The insulin pump will not be returned for analysis.